Manufacturer narrative:
Patient information was requested from the customer, but could not provide.

Event description:
The customer reported that the ventilator shut down during patient transport. The customer reported the device was in use on patient, but there was no patient harm reported.